Event description:
It was reported that the patient had a revision performed on their implantable neurostimulator (ins) on (B)(6) 2012. The manufacturer's device registry indicates that both the lead and extension components were replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708360 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3487a-45 lot# v577400, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).